Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility; brief inquiry description: air in line. Detailed inquiry description: blood hung on patient, continuing to beep "air in line" with no visible air in the line after priming with normal saline bag and switching pumps. Tried re-spiking blood bag with new tubing and immediately started infusing with no air bubble alarms. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) contaminated sample without packaging was returned for evaluation. The returned sample was visually evaluated and clotted blood was noted to be adhered to the tubing walls. An attempt to decontaminate the sample was made, but it was unsuccessful. Due to the solidification of fluid within the blood set functional testing for air in the infusion line could not be performed. Due to this, the issue reported could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.